Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products of the reported lot. Retention products were tested with qc cutoff hcg urine standard and clinically negative urine samples. All devices tested with qc cutoff standard showed positive results at read time and met qc release specifications. Additionally, retention devices tested with clinically negative urine samples showed expected negative results at read time. None of the devices showed any evidence of changing results during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Additional patient information and the sample associated with the complaint were not available. Very low levels of hcg are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
In (B)(6) 2017, a patient urine sample produced a negative hcg result at the designated read time using a fisher - sure-vue hcg urine cassette. However, at four and a half minutes, the customer noted the result changed to a positive hcg result. The following day, the patient was retested and a positive hcg result was produced on a second fisher - sure-vue hcg urine cassette. The customer stated that a miscarriage had occurred on this patient but could not confirm if it occurred before or after the patient was tested using the fisher - sure-vue hcg urine cassette. Due to the miscarriage, a dilation and curettage procedure was performed. Although requested, no additional information was provided.